Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4).

Event description:
This right ventricular (rv) lead was left capped due to product performance issues. Additional information revealed that the lead exhibited high pacing thresholds. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported.